Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously low phosphorous (phosm) test result produced by the synchron lx20 pro clinical chemistry analyzer. One patient with a falsely low phosm of 0.6 mg/dl triggered the critical rerun feature on the instrument. Upon rerun, a phosm result of 3.6 mg/dl was obtained. Erroneous result was not reported outside of the laboratory. There was not effect to patient or user with regards to this event.

Manufacturer narrative:
Successful calibration was performed earlier on the day of the event. A field service engineer (fse) was dispatched: fse replaced multiple parts: modular chemistry (mc) probe, level sense bead, three way valve, mc crane tubing, obstruction detector and mc sample syringe. Fse also performed all mc crane alignments. In a follow up call in 2008: customer stated that the instrument has been running fine with no other flyers seen. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.